Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No UDI number is available due to manufacturing date before (B)(6) 2014.

Event description:
It was reported that an asymptomatic patient presented with episodes of high ventricular rate due to noise via merlin.net transmission. The intermittent noise was noted on atrial and ventricular channels. No source of emi could be determined. No other anomalies were noted. The patient was brought into clinic for further testing. Noise was not reproducible with isometrics. Chest x-ray did not reveal any issues. The patient will continue to be monitored.